Event description:
Additional information was received from the patient. It was reported that the reason for call was patient says that they recently had surgery on their left shoulder and can't reach back to access the ins to charge it. Pt says their implant has "shifted to my side" and says it's been this way for "close to a year now". Pt says because its hard to charge ins due to it moving, and their left shoulder mobility and their ins is currently depleted. Pt is having an MRI next friday and will then follow up with healthcare provider about the results of the MRI and will be discussing moving the stimulator, which is "only working on one side". Pt needs to charge ins but cannot do it themselves and says that they remember in the past their implant had depleted and had to meet with someone to get it charging again "and it took all day". Advised that pt follow up with hcp, who can help facilitate them meeting with a rep. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding their implantable neurostimulator (ins). Patient mentioned that they've seen a different surgeon twice about their back surgery and stated, "I was suppose to have another back surgery because the first one didn't get thru all the way on the other side of my body". Pt added that the back surgery had to be put on hold and stated "because I have a shift and they have to take care of that first". Additional information was received from the patient. It was reported that the patient was supposed to have another back surgery because the first one didn't get thru all the way on the other side of my body" the patient reported that this was related to the device. They reported that the wires didn¿t go all the way to the other side of the body. The patient stated that their hcp told them that it was tough to get the leads through the spine because the spine was just a mess (unrelated to the device-occurred prior to implant). Now they could feel stimulation on one side of the body and the healthcare provider (hcp) told them feeling stimulation on one side didn¿t mean that the device was working. They stated that the shift was that it felt like their battery had moved to the other side of their body and it was no longer in the same place that it was implanted. They did not know the cause of this. They reported that they were going to talk with their doctor about another surgery to move the device back, but they did not have a date for a surgery yet. The patient mentioned unrelated medical information including that ¿their spine was messed up¿ prior to the ins, they needed hip surgery, and they needed shoulder surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.